Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of a thoracic aortic aneurysm, zone 2, using gore® tag® thoracic branch endoprosthesis. During deployment of the aortic component (tac083415j), the device jumped and was positioned approximately 5 mm proximal to the intended position. Angiography showed partial coverage of the left common carotid artery (lcca); therefore, an epic stent (7 mm × 40 mm) was implanted in the lcca. Delivery of the side branch component (tsb081206j) was initially difficult because the portal opening and the ostium of the left subclavian artery (lsca) were not aligned, resulting in resistance during advancement. A mob balloon was used to dilate the lsca ostium; however, delivery of the mob balloon itself was also challenging. Delivery was finally achieved by adjusting the pull-through guidewire tension, allowing the side branch component to be advanced into the lsca and deployed at the intended position. During retrieval of the side branch component delivery system, resistance was encountered at the lsca ostium. With slightly increased traction, the system crossed the ostium; however, while retrieving the device into the 22 fr sheath, the distal catheter shaft separated at the transition from the delivery catheter. A 7 mm mustang balloon was advanced and inflated at the separated delivery catheter. The 22 fr sheath was then withdrawn while securing the separated delivery catheter with the inflated balloon, and the separated delivery catheter was successfully removed from the patient. Final angiography confirmed no endoleak and no additional complications. The patient tolerated the procedure. Physician¿s comment - regarding the aortic component, the jumping of the device was unexpected. Deployment was performed in the same manner as in previous cases, and the cause could not be identified. - regarding the side branch component, misalignment of the portal opening / protrusion of the portal into the left subclavian artery resulted in a steep entry angle. It is suspected that excessive force was applied to the distal shaft of the delivery system during delivery and retrieval, which may have contributed to the separation.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.